Event description:
Applied medical, direct drive, disposable laparoscopic clip applier was opened, new, onto the surgical field and only contained (1) clip. This was exchanged for a "like" device which had the (20) indicated clips. Diagnosis or reason for use: laparoscopic cholecystectomy.